Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I think he was swallowing some of it [accidental device ingestion], cerebral isquemia [cerebral ischemia], intestinal problems [gastrointestinal disorder], indigestion [indigestion], as if he were uncomfortable/ like inflammation [abdominal discomfort], started losing weight because he ate less [weight loss], inflammation/ like inflammation [gastritis], ate less [appetite lost], he puts a lot of corega in his denture [wrong technique in device usage process], applied it on the prosthesis around 3 times used product [device used for unapproved schedule]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) year-old male patient who received gsk denture adhesive (formulation unknown) (corega denture adhesive formulation unknown) unknown (batch number hj13082, expiry date july 2023) for denture wearer. Co-suspect products included trazodone unknown for antidepressant therapy, venlafaxine unknown for antidepressant therapy, memantine hydrochloride (neuroplus) unknown for memory impairment, alprazolam (alplax) unknown for sleep disorder, solifenacin succinate + tamsulosin hydrochloride (vesomni) unknown for bladder disorder, hydrocortisone (hidrotisona) unknown for hormone replacement therapy, levothyroxine unknown for hormone replacement therapy, losartan unknown for blood pressure, amlodipine unknown for blood pressure and acenocoumarol (sintrom) unknown for blood pressure. The patient's past medical history included pituitary infarction and cardiac operation. Concurrent medical conditions included hypertension (for the last 15 or 20 years). On an unknown date, the patient started corega denture adhesive formulation unknown, trazodone at an unknown dose and frequency, venlafaxine at an unknown dose and frequency, neuroplus at an unknown dose and frequency, alplax at an unknown dose and frequency, vesomni at an unknown dose and frequency, hidrotisona at an unknown dose and frequency, levothyroxine at an unknown dose and frequency, losartan at an unknown dose and frequency, amlodipine at an unknown dose and frequency and sintrom at an unknown dose and frequency. In 2020, an unknown time after starting corega denture adhesive formulation unknown, the patient experienced gastrointestinal disorder. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant), cerebral ischemia (serious criteria gsk medically significant), indigestion, abdominal discomfort, weight loss, gastritis, appetite lost, wrong technique in device usage process, intentional product misuse and device used for unapproved schedule. The patient was treated with cinitapride (cinitaprida) and cinitapride (rogastril). Corega denture adhesive formulation unknown was discontinued in december 2020 (dechallenge was unknown). Trazodone was continued with no change. Venlafaxine was continued with no change. Neuroplus was continued with no change. Alplax was continued with no change. Vesomni was continued with no change. Hidrotisona was continued with no change. Levothyroxine was continued with no change. Losartan was continued with no change. Amlodipine was continued with no change. Sintrom was continued with no change. On an unknown date, the outcome of the accidental device ingestion, cerebral ischemia, gastrointestinal disorder, indigestion, abdominal discomfort, weight loss, gastritis, appetite lost, wrong technique in device usage process, intentional product misuse and device used for unapproved schedule were unknown. It was unknown if the reporter considered the accidental device ingestion, cerebral ischemia, gastrointestinal disorder, indigestion, abdominal discomfort, weight loss, gastritis, appetite lost, wrong technique in device usage process and device used for unapproved schedule to be related to corega denture adhesive formulation unknown. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: initial and follow up processed together. Reporter wanted to ask you a question about corega. Reporter father used corega for about 20 years and lately, due to his advanced age and all that he managed the care of his teeth, but he had intestinal problems, we are with the gastroenterologist doing studies, then he told his doctor that he puts a lot of corega in his denture and as it did not exceed his prosthesis and then it seemed that he swallowed part of the product. Reporter then looked on the internet to see if that could cause something in the digestive system, but have not found anything related. Reporter only asked to check if there was any type of that information. Consumer treated by an hcp (health care provider): none, reporter consented to follow-up, reporter authorized follow-up with hcp: none. Follow up information was received on 14 jan 2021: reporter refered that around 2 months ago the patient started having like indigestion (as reported), inflammation, like a sensation not of pain because he did not have pain, as if he were uncomfortable, like inflammation. He started loss weight because he ate less, they thought that maybe one of the reasons might be that he was swallowing corega denture adhesive formulation unknown because he used it in excess. Mentioned that he used a large tube in 6 days, not sure if it lasted for seven days. It was stated that he had an abdominal ultrasound done a month and a half or two ago, and complete analysis with hepatic and abdominal intestine issues indicators two or three weeks ago. Studies indicated that his digestive system was normal. It was stated that he stopped to use corega at least 15 days ago and his symptoms decreased. Patient used a prosthesis for more than 10 years. Reporter referred that since he had the prosthesis, at least of what she can remember, 7 years or more. He applied it on the prosthesis around 3 times used product. Consumer used too much, kind of a lot (as reported), mentioned that maybe he used a large tube every 6 days, patient had first reaction two months more or less before, for the last month he took cinitaprida to help bowel movement and rogastil as stomach protection, the reaction have decreased. Patient used nothing for the denture, he took a lot of drugs like hidrotisona and levothyroxine for the last 20 years he took this as a treatment for hormone substitution, because he had an infarction of the pituitary gland when he had heart surgery 20 years ago. For the pressure patient was prescribed losartan, amlodipine and sintrom (anticoagulant) between 15 and 20 years ago, patient had hypertension for the last 15 or 20 years. A circulatory level brain protector which was called explaner because of having some situations of cerebral ischemia around 4 or 5 years ago, patient used 2 anti-depressants trazodone and venlafaxine, patient used neuroplus dual for the memory, patient used alplax (alprazolam) for sleep and vesomni for the bladder. It was unknown if the reporter considered the accidental device ingestion, cerebral ischemia, gastrointestinal disorder, indigestion, feeling abnormal, weight loss, gastritis, appetite lost and wrong technique in device usage process to be related to trazodone, venlafaxine, neuroplus, alplax and vesomni.